Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2016-06101 & #1627487-2016-06102. It was reported the patient underwent surgery on (B)(6) 2016 where the leads were explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #1627487-2016-06101 and #1627487-2016-06102. Note: the patient is implanted with two model 3146 leads (same lot number). It was reported the patient stated the stimulation does not provide pain relief. Surgical intervention may take place to address the issue.